Event description:
It was reported that a patient had high impedances and they were seeing the elective replacement indicator (eri) message on the programmer. It was stated that the patient had been implanted "for a year". Longevity calculations were done with the patient's current settings and it was estimated that the implant would last 9.6 months.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v791803, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v791803, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v791803, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v791803, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was further reported that the revision was scheduled tentatively for 2013 (B)(6). It was further reported that the depletion was suspected to be normal. The company representative had not seen the patient, however...